Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 3.50x32mm taxus express2 drug eluting stent (des) had been advanced to the 90% stenosed, severely calcified and moderately tortuous unspecified target lesion and was unable to cross the lesion. The stent delivery system was withdrawn from the patient's body and it was found that stent strut was "flared". The procedure was completed successfully with another unspecified device and there were no patient complications reported with the patient's current condition listed as "fine".